Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain four of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they may have rolled over and pulled the patient line; however the exact cause of the alarm could not be determined through troubleshooting. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. There were no issues noted during functional testing and a short simulated therapy was successfully performed. The reported problem of a system error 2240 was not verified and the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.